Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 555 to 440 mcg/day via an implantable pump for intractable spasticity. It was reported that during a pump replacement on (B)(6) 2017 due to normal battery depletion, the hcp was unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). There was no csf backflow. A new catheter was implanted and the hcp confirmed patency of the new catheter. A back table prime of 0.3 ml was done and then the prime of 0.205 ml for the new catheter would be done once the back table prime was complete. The new catheter would be connected to the pump following the back table prime. The patient would be staying overnight at the facility to be assessed. There were no patient symptoms. The patient stated that they were getting good therapy. Additional information was received on 2017-may-19. The hcp believed that the inability to draw back in the catheter was because the catheter had migrated out of the intrathecal space at some time (they do not know when). The hcp keeps all patients at the hospital for a 24 hour observation whenever he does a catheter revision. The representative did not know the patient¿s weight. The catheter would not be returned for analysis. The patient came in on the day of surgery on a dose of 555 ug/day. The dose was reduced following the catheter revision per the hcp to 440 ug/day. The hcp believed that the dose was potentially too high and wanted to make sure that they rounded on the patient to evaluate. The representative informed the nursing staff at the hospital regarding these concerns and the symptoms of overdose. The representative talked to the hcp on (B)(6) 2017 morning and the patient was flaccid to the point where she could not walk. The dose was lowered to 275 ug/day. As far as the representative knew, the patient was doing better now. There were no further complications reported or anticipated.